Manufacturer narrative:
Revised lot # from not applicable (na) to no information (ni). Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The outcome attributed to ae was damage to the consumer's dental crown. The event date is approximate. Report source: complaint received from (B)(6).

Event description:
A consumer reported that their airfloss has so much pressure that it has broken out a crown.